Event description:
The facility reported a colleague infusion pump with failure code 199:117:307. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with failure code of 199:117:307. During evaluation the reported problem was confirmed and reproduced. The reported malfunction was attributed to depleted main batteries. The main batteries were replaced to fix the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition. During previous service the batteries and harness were replaced. A device history record review was performed with no exceptions during manufacturing found.